Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2010 according to the complainant, the physician was preparing to use the hydrajagwire for a procedure but noticed that the dream tip on the side of the shaft was torn. There were no patient involvement and the procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device shows no evidence of the alleged issue or any defects that could have contributed to the event; therefore, "not confirmed" is the selected root cause for this event.

Manufacturer narrative:
The device has been received but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 according to the complainant, the physician was preparing to use the hydrajagwire for a procedure but noticed that the dream tip on the side of the shaft was torn. There were no patient involvement and the procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported as stable.

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 according to the complainant, the physician was preparing to use the hydrajagwire for a procedure but noticed that the dream tip on the side of the shaft was torn. There were no patient involvement and the procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported as stable.